Manufacturer narrative:
The technician found the brake will set but not hold due to worn brake casters. The tech replaced the detent and the brake and brake/steer casters to resolve the issue.

Event description:
The account alleged the bed is hard to brake. No pt impact.